Event description:
One of the tampons got stuck [foreign body in reproductive tract] defective looking fetus of a tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon got stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.